Event description:
Device indicated a "shock not delivered" error message. Identified by a welch allyn tech during svc testing. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. During the svc repair for a non-reportable event, testing revealed that the device indicated a "shock not delivered" error message. The cause of the error message is due to improper installation of a diode on the fire control board during mfg. The over-extended mounting of the diode caused the solder joint to crack during handling at the time of svc. With the diode out of the circuit, this caused the fire control board not to trigger, causing the device to generate an error. The diode was correctly realigned and resoldered back on the board. The device passed testing and returned to the customer.